Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016. The patient came for 2 months follow up appointment and exam was unremarkable. After appointment while in a restaurant patient's son hit right eye of patient with a paper menu. Patient came back to office since he developed pain and tearing. Examination showed patient had 2 linear corneal abrasions. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain. Patient reported symptoms are not interfering with daily activities. Patient was given gentamicin and durezol for 1 week and a bandage contact lens was placed. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.50 x -.75 x 170; left eye pre-op 20/20 -2.25 x -.75 x 175. Bcva from (B)(6) 2016: right eye post-op 20/20 .25 x .00 x 90; left eye post-op 20/20 .50 x -.75 x 15.